Manufacturer narrative:
The device was not available for evaluation. It was reported that a revision surgery was needed to remove creo ha screws due to infection post operatively, which occurred in the united kingdom. Since the creo ha screws were not returned, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to remove creo ha screws due to infection post operatively. This event occurred in the united kingdom.